Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at below rate burst pressure. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.